Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient ipg became inoperable due to lack of charging because of recharge burden. As result, the ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.